Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Approximate age of device - 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient dropped the system controller while it was connected causing trauma to the driveline exit site. The patient developed a driveline infection as a result. The patient was treated with intravenous antibiotics, but the infection did not resolve. The patient was upgraded on the transplant list to status 1a and received a transplant on (B)(6) 2015.

Manufacturer narrative:
Multiple requests were sent to ask for the device to be returned for evaluation, but the device was not returned. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.